Event description:
Hospital reported that following a cardiac catheterization procedure, the pt was noted to be exhibiting stroke related behaviors. Air was observed in the flushline and manifold. The returned syringe was evaluated and found to have a crack at the base of the luer connector and other damage due to excessive forces. Investigation was unable to discover the source of the excessive force.